Event description:
Md applied a mac system in 07/2004 for a rotation correction and lengthening. It was subsequently noted the compression/distraction component had fatigued and broken. The mac system was replaced with a rail system and the pt's treatment is ongoing.